Manufacturer narrative:
D10. Concomitants: (B)(4) 02-010-01-0330 - logic femoral ps cem right sz 3. (B)(4) 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t. (B)(4) 200-02-32 - three peg patella 32mm. (B)(4) 204-34-02 - fluted stem extension 25l x 14 mm. (B)(4) 204-70-00 - tibial stem ext. Screw.

Event description:
As reported from the legal department, a 74 y/o female patient had a total right knee replacement on (B)(6) 2016. Approximately 6 years and 11 months later, the patient had a total right knee revision on (B)(6) 2023. Revision operative report of(B)(6) 2023: preoperative diagnosis: failed right total knee polyethylene due to premature poly wear and poly recall. There was found to be visible and palpable polyethylene wear within the tibial polyethylene component. There was evidence of encapsulated polyethylene within the thickened synovial lining. A complete synovectomy was performed. There was found to be well-fixed femoral, tibial, and patellar components. This operation required only a polyethylene exchange. Dressing was placed and an ace wrap from toes to thigh was placed. The patient was awakened and transferred to recovery in stable condition. There were no complications. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. MDR section codes updated/corrected: b, c, d, e, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.